Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient stated that they experienced pain and swelling. As a result, the patient received fluid withdrawal, steroid injection and underwent a right knee revision approximately 6 years and 10 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b5, d6b, h6 - health effect - clinical code and health effect - impact code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient stated that the implanted components were recalled. As a result, the patient underwent a right knee revision approximately 6 years and 10 months after initial implantation. No further patient impact reported. No further information available.